Event description:
Patient presented in clinic for normal follow up. Externalized conductors were observed via fluoroscopy. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient presented to the emergency room after receiving two shocks. Review of session records noted inappropriate shocks due to noise. The signal of noise was larger than original r-wave, so programming changes cannot be made to solve the issue. Lead replacement was recommended.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016.

Manufacturer narrative:
Correction: the lead was explanted on (B)(6) 2016, not capped.

Event description:
New information received notes that the lead was explanted on (B)(6) 2016. The patient was stable post-procedure.